Event description:
In situ measurements showed fluctuating impedances over time. Hearing performance is reportedly not affected. However, the user has no oral language skills, making it difficult to measure changes in hearing. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements showed fluctuating impedances over time. Hearing performance was reportedly not affected. However, the user has no oral language skills, making it difficult to measure changes in hearing. The recipient has been re-implanted with a new device.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed fluctuating impedances over time. Hearing performance is reportedly not affected. However, the user has no oral language skills, making it difficult to measure changes in hearing. The mother reported that the user had the flu twice this year, requiring antibiotics. Re-implantation is being considered.